Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported resistance with the guiding catheter could not be tested due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the resistance with the guiding catheter; however, the separation was likely due to the resistance met with the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined was unable to determine a conclusive cause for the resistance with the guiding catheter; however, the separation was likely due to the resistance met with the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, mildly calcified, de novo lesion in the proximal left anterior descending coronary artery. A 3.5x8mm nc trek rx balloon dilatation catheter (bdc) met resistance with the guiding catheter during advancement and the proximal shaft separated outside of the patient anatomy. The bdc was removed and a 3.5x12mm nc trek rx bdc was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.